Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01 serial # (B)(4). Stockert model# m-5463-01 serial # (B)(4). Coolflow pump model# m-5491-02 serial # (B)(4).

Event description:
It was reported that during an ischemic vt ablation procedure, the patient suffered from pericardial effusion. There was no rf application when the event occurred. The doctor was maneuvering the thermocool catheter. When they noticed that the tip of the map catheter was outside the carto cardiac shell and the fluoro cardiac silhouette. A pericardiocentesis was performed and the patient was drained of 1200cc of blood and then went to the cardiac operation room for further treatment and is in stable condition. According to the physician, the causality of the perforation was weak myocardial muscle in the lv and the heart in the operating room was noted to be spongy and difficult to sew. The surgeon needed to go a significant distance away from the area of interest to find cardiac tissue that gave enough bite for a suture to hold. He felt that this was the issue that caused the adverse event and not the fault of any biosense webster products.

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was tested and it passed electrical, temperature, generator and deflection tests. Also an irrigation test was performed but one irrigation hole was occluded with a yellowish residue; it was intended to collect the yellowish residue for analysis without success, therefore a ftir to determine the origin of the residue could not be performed; however a secondary irrigation test was performed and the catheter passed. The device history record could not been reviewed since the lot # of this product was not provided when event reported. Since the catheter passed specifications, the root cause of the effusion remains unknown.